Manufacturer narrative:
Result: fowler drive assembly.

Event description:
It was reported by service report that the fowler will not raise or lower, either electronically or manually. The service report notes do not indicate if there was pt involvement or adverse consequences to report.